Event description:
The following has been reported: biomed reported failures in log, safe state 1, state machine fault, state flow system fault, flow control status failure, safety processor status failure, no patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The pump experienced a pump problem alarm. The crack along the side of the tank is likely the cause of the leak. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.